Event description:
It was reported by the customer that a pyxis medstation es system had a cubie pocket was unable to recover. The customer reported that the malfunction occur when user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple cubie pocket was failed. A field service engineer reseated all cables and connections in the rear to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.